Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors "had unable to properly fluids problem." This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: it was further clarified there was no flow of fluid through the devices. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.